Event description:
Reportedly, during the (B)(6) 2012 the pt experienced symptomatic atrial fibrillation episodes, reduced by external cardioversion shocks (200j, then 2x300j). He was sent back home without checking the pacemaker after the shocks. During the regular follow-up in (B)(6) 2012, it was impossible to interrogate the device and no magnet response was observed. The physician decided to explant the device which was returned for analysis.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis in pending.